Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The crimped stent was detached from the balloon and was not returned with the device for analysis. Crimp markings were evident on the wall of the balloon indicating that the stent was crimped onto the balloon. An examination of the balloon identified that the balloon had been inflated and subsequently deflated. Solidified media was evident within the balloon chamber. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The bumper tip of the device showed no signs of damage to the distal edge of the tip. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 31-dec-2015. It was reported that crossing difficulties were encountered. The target lesion was located in the tortuous and moderately left circumflex artery. Predilation was performed using a compliant balloon catheter and a 2.75 x 24mm synergy stent was advanced but was unable to cross the lesion. The device was removed. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed that the stent was not returned.